Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex csecure spinal and epidural needle assemblies - minipack cse filter leaked. No adverse patient effects were reported.